Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of an amia cassette and female connector of a minicap transfer set. The connection issue was further described as "the transfer set dark blue attachment was stuck inside the patient line." This occurred during use of the devices for peritoneal dialysis therapy. It was further reported that the female end broke away from main body. It was stated that the only connection where the nurse could disconnect from was the patient catheter. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body on one (1) photo sample. A photo did show the patient connector of the patient line connected to the female connector of the transfer set suggesting a connection issue may have occurred. Due to photo samples only, further testing could not be performed. The reported condition of separation between the female connector and main body was verified. The cause of the separation issue was manufacturing related due to inadequate solvent to the set. The connection issue was verified. The cause of the connection issue could not be determined; however, the most probable cause was related to the separation issue between transfer set components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.